Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Dlk is not related to the device. Contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis (dlk) one day post lasik. The patient complained of blurry vision. Topical steroid dosage was increased and an oral steroid was prescribed. Follow up information received reported the patient's symptoms have resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.